Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that one day post implant, the right atrial lead exhibited high capture thresholds. On (B)(6) 2013 high thresholds were again noted. The patient's device was reprogrammed and the patient would be monitored.